Event description:
Customer was riding scooter in kitchen when it took off and ran into the door. Customer then later in the day took the handlebar boot off, squeezed the engager and scooter took off and knocked the customer down.